Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During a test upgrade including the production environment database the test ibe was still connected and connected to epic test emr system. 1100 real patient data was sent to this epic emr test environment. Problem is because of a miscommunication and that the upgrade manual doesn¿t inform anything about this. Customer alleges that there is no documentation instruction that iscv to ibe communication has to be stopped on iscv side during a test upgrade. The result was that 1100 real patient data was sent to this epic emr test environment which is a security / privacy risk